Event description:
Pt undergoing surgery for mandibular intraosseous implant removal. The co electric system (drill) used to remove implant. Taperside cutting carbide burrs utilized w/system. Burr fractured during use x-ray take intraorally to identify fragment. Fragment removed.